Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00608: case 1, 3025141-2019-00609: case 2.

Event description:
Article: increased wound complication with intramedullary screw fixation of clavicle fractures: is it thermal necrosis?: domos, peter; tytherleigh-strong, graham; and van rensburg, lee; journal of orthopedic surgery, 2017; 25(3) 1-6. Case 3: patient was implanted with an acumed clavicle plate: the patient experienced wound breakdown and was treated with antibiotics. The plate was removed at 13 weeks.